Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the display issue; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found the programmer powered up with a system error; the hard drive was reimaged and software reloaded/updated to resolve system error issue. (B)(4).

Event description:
It was reported that the programmer display was not working during boot up and a different programmer was used. The programmer was returned for repair. No patient complications have been reported as a result of this event.